Event description:
This mva multiple trauma patient presented with a transected thoracic aorta. A gore thoracic endoprosthesis was successfully implanted. On the 4th day follow up imaging detected an invagination of the implanted device. Another device was successfully deployed to reline the original device and successfully open the originally device. The patient's condition was stable following the relining procedure.